Manufacturer narrative:
(B)(4). Batch # n56u8a. The analysis found that one psee60a device was returned with no apparent damage and with an ecr45m cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic splenectomy procedure the device would not open. It is unknown if the device was fired. It is also unknown if the device was on tissue or how the device was opened. Unknown what color cartridges were used. Unknown how the procedure was completed. There was no patient consequence.